Event description:
It was reported that the patient presented for routine generator exchange. Device interrogation revealed noise on the right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable